Event description:
The customer reported an issue with the speaker and vibrate function of their insulin pump, indicating that the speaker was not audible even when the settings were adjusted correctly. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on several diagnostic steps, and ultimately, it was decided to replace the pump. The customer was advised on how to return the malfunctioning pump to tandem and instructed on programming their settings and connecting their cgm to the replacement pump.